Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that a tpn infusion in the nicu infiltrated into a baby's foot causing a wound about the size of a half dollar that will require ongoing wound care at home. A plastic surgeon assessed the wound and determined that surgery is not required. The nurse reported that there were no alarms, however, data shows there was an occlusion alarm about 2 hours prior to the infiltration being noticed. Information was provided to the customer regarding pressure settings and the fact that the device will not alarm for infiltration.